Manufacturer narrative:
Correction: h3 device evaluated by manufacturer should have been "no" in initial submission, if no, (attach page to explain) or provide code should have been "device evaluation anticipated, but not yet begun" in initial submission additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during fill 1 of 5 of treatment. The pd patient reported there was a leak from the blue pin on the patient connector. There were no alarms or warnings prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler and treatment was cancelled. The patient stated they would re-setup supplies. Upon follow up, the patient contact stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and re-setup supplies and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient is available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during fill 1 of 5 of treatment. The pd patient reported there was a leak from the blue pin on the patient connector. There were no alarms or warnings prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler and treatment was cancelled. The patient stated they would re-setup supplies. Upon follow up, the patient contact stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and re-setup supplies and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient is available to return for physical evaluation by the manufacturer.